Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered the sipper probe was bent and misadjusted. He replaced the sipper probe and sipper probe seal. He aligned the tubing from the measuring cell to the sipper probe. He performed three sipper probe adjustments. He adjusted the sample/reagent probe. He performed a system volume check with passing results. He verified the high voltage check was acceptable. He performed precision testing with passing results. Qc was performed and acceptable to the customer.

Event description:
The initial reporter received a questionable low elecsys probnp ii immunoassay result for one patient tested on a cobas e411 rack. The initial result was reported outside the laboratory. The sample was repeated for confirmation testing. At 04:01 a.m., the patient's initial probnp result was 10 pg/ml with a data flag. At 07:01 a.m., the patient's sample was repeated and the probnp result was 9615 pg/ml with a data flag. Probnp reagent lot number was 436213 with an expiration date of 28-feb-2021.